Manufacturer narrative:
The device has been returned. Once the device is investigated, a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a broken xtra-silent nite slide-link appliance. It was reported that the anchors fell out. No injury was reported.

Manufacturer narrative:
Corrected information h11 (additional manufacturer narrative): in the previous reported it was mentioned in h11 section that the non-visual device investigation was done, was incorrect. The device was visually inspected and the investigation findings were updated in the previous report. The manufacturer internal reference number is: (B)(4).